Manufacturer narrative:
Method of evaluation: review of information as reported to lifecell. Review of the device history record for lot sp100051. Results of evaluation: no failure detected. - qa investigation into lot sp10051 resulted in no remarkable findings with no deviations or nonconformances revealed during processing with impact to product or patient safety. Although one similar complaint was reported against the lot in the us, the event was considered to be unrelated to strattice. - as of 12/16/2016, of the (B)(4) devices released to finished goods for lot sp100051, (B)(4) devices have been distributed, including (B)(4) devices reported as implanted. - lot sp100051 met all qc release criteria. Device not returned. No failure detected, device operated within specification. Based on the reported information, a relationship between the subject's left breast inflammation and pain which developed approximately 1 year post-operatively and the strattice cannot be determined by lifecell. Qa investigation resulted in no remarkable findings. Lot sp100051 met all qc release criteria. This sae is being reported to both (B)(6) and the FDA due to the investigator's assessment of the event relationship as likely related to the strattice. It should be noted that the investigator has also assessed this event to be likely related to the radiotherapy. Device not returned to manufacturer.

Event description:
(B)(6) female (age at the time of the event) enrolled in an investigator initiated clinical study ((B)(6)). This is not a lifecell sponsored study. The following event was reported to lifecell on 2016-11-28 by the study site contact: (B)(6) underwent a left mastectomy and immediate breast reconstruction with allergan breast implant and strattice (lot sp100051-411) on (B)(6) 2014. On (B)(6) 2015, the subject developed a global inflammation of the breast and was treated with pyostacine. The inflammation completely resolved on (B)(6) 2016. Subsequently, the subject developed inflammation again on (B)(6) 2016 and was causing the subject pain. On (B)(6) 2016, the subject chose to have the implant removed and was returned to surgery on (B)(6) 2016 for explantation of the breast implant and strattice device by dr. (B)(6). The subject has recovered without sequelae since. The subject's past medical history includes chemotherapy and inrt rapid arc radiotherapy in the left mammary wall from (B)(6) 2015. As the manufacturer, lifecell is reporting this event due to the investigator's assessment that the serious adverse event is likely related to the study device.